Manufacturer narrative:
On 4/16/2019 - we have requested the device be returned to the manufacturer. To date we have not received the device. On 4/16/2019 - submitted a sup1 emdr as the spelling on the consumers last name was incorrect.

Event description:
On (B)(6) 2019 - the consumer claims to have received burns from the product after only 15 minutes of use. The consumer received medical attention.

Event description:
On 3/21/2019: the consumer claims to have received burns from the product after only 15 minutes of use. The consumer received medical attention.

Manufacturer narrative:
On 4/16/2019: we have requested the device be returned to the manufacturer. To date we have not received the device. On 4/16/2019: submitted a sup1 emdr as the spelling on the consumers last name was incorrect. On 6/20/2019: we received the device and the investigation has been completed. Below is the manufacturers narrative: manufacturers narrative: sample was in good condition with no indication of a high temperature event. This means no yellowing of the pvc or noticeable burn marks. There is indication the unit was used in a folded state as the pvc had creases that were set into the pvc enclosure. Upon receipt, the heating pad was found to have crease marks that would indicate it was used while in a folded condition. Hi-pot and dielectric tests were taken and successfully passed, abnormal and normal temperature tests were recorded. Normal temperature tests all show the heating pad works as designed and were well within temperature limits defined by ul, a third party safety test agency. Abnormal temperature tests consisted of trying to reproduce a fold that would cause the marks present. This resulted in higher temperatures due to the thermostat not properly sensing temperature in that area. The higher temperatures were still 10 degrees under the overshoot limits and 20 degrees under the steady temperature limits as defined by (B)(4). Heating pads get hot and come with many warnings to reduce potential burns. I have attached the warnings that are located on the pad and the instruction book. It is important to check frequently under pad during use, not to use on insensitive skin and if you feel it burning or too hot, to stop use.

Manufacturer narrative:
On 4/16/2019 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On (B)(6) 2019 - the consumer claims to have received burns from the product after only 15 minutes of use. The consumer received medical attention.